Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the common femoral artery. An unspecified stent was previously implanted. A 6x150mm absolute pro ll self expanding stent (ses) which was advanced over an unspecified 0.035 guide wire. The thumbwheel was engaged yet a blockage (jam) occurred resulting in partial deployment of the stent. While attempting to retrieve the stent with a snare, the previously implanted stent, which was positioned without issue, was unintentionally dislodged leading to a tear in the arterial wall at the puncture site in the common femoral. A laparoscopy surgical intervention was performed. Using scarpa approach, the stent meshes in the arterial wall were removed and replaced with a biological patch to reconstruct the artery. The vessel was then implanted with a non-abbott stent and another absolute pro stent utilizing a new puncture site in the femoral artery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal shaft was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device inadvertently resulted in the stent prematurely deploying overlapping the previously deployed stent. Attempts to retrieve the second stent resulted in the first previously implanted stent to become unintentionally dislodged resulting in a tear in the arterial wall at the puncture site in the common femoral. As reported, laparoscopy surgical intervention was performed. Using scarpa approach, the stent meshes in the arterial wall were removed and replaced with a biological patch to reconstruct the artery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - health effect - clinical code: code 3160 was removed and code 4559 was added. H6 - health effect - impact code: code 4624 was removed.

Event description:
Subsequent to the initially filed MDR report: the first stent, a 6 x 150 mm absolute pro ll stent, was implanted in the common femoral. The second stent was deployed overlapping the first stent. Using scarpa approach, the removal of the stents from the arterial wall required a biological patch to reconstruct the artery. No additional information was provided.